Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed and target lesion being treated was located in the severely calcified left anterior descending (lad) artery. The 15mm x 2.0mm nc quantum apex balloon catheter was advanced to the lesion and on the first inflation at 12 atms, the pressure of the non-bsc inflation device was decreasing. The balloon was removed from the patient and was found to be ruptured. There was no kink prior to use, no resistance during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).